Manufacturer narrative:
Device is used for treatment, not diagnosis. Our investigation has shown that the edges of the star drive are completely flattened at the front part. These flattened edges indicate that too much torque was applied onto this instrument. Also we found that only the first millimeter of the star drive is flattened which is a clear sign that the screwdriver was not completely inserted into the screw recess. Therefore we assume that a mechanical overload in combination with an improper inserted instrument caused this damage. No product fault could be detected.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a screwdriver that was reported as damaged. It was reported that the screwdriver does not function due to the damage. No additional information was provided.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A device history record review was conducted. There are no ncr documents in the DHR. The subject part passed all inspections and certification testing during manufacturing.